Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain / pelvic pain") and pregnancy with contraceptive device ("pregnancy/ pregnancy (no complications)") in a 33-year-old female patient who had essure (batch no. 627751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included cough, urinary incontinence, headache, blurry vision, uterine bleeding, prolapse vaginal, uterine prolapse, dysfunctional uterine bleeding, cystocele, rectocele, uterine prolapse, uterine enlargement, urethral prolapse and uterovaginal prolapse. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 8 months 20 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding."), dysuria ("dysuria") and menstruation irregular ("irregular menses"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with metformin, medroxyprogesterone acetate (provera), cefazolin, sertraline (zoloft), clonazepam (klonopin) and surgery (underwent partial hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, nausea, vaginal discharge, menorrhagia, dysuria and menstruation irregular outcome was unknown. The pregnancy outcome was not reported. The reporter considered dysuria, menorrhagia, menstrual disorder, menstruation irregular, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: nausea, dysuria, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain / pelvic pain"), premature delivery ("premature delivery") and pregnancy with contraceptive device ("pregnancy/ pregnancy (no complications)") in a 33-year-old female patient who had essure (batch no. 627751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included appendectomy in 2007, c-section in 2008, ovarian cystectomy (right) in 2008, multigravida and parity 4 ((B)(6) 1994, (B)(6) 1998, (B)(6) 2008, (B)(6) 2010). Concurrent conditions included cough, urinary incontinence, headache, blurry vision, uterine bleeding, prolapse vaginal, uterine prolapse, dysfunctional uterine bleeding, cystocele, rectocele, uterine prolapse, uterine enlargement, urethral prolapse, uterovaginal prolapse, gestational diabetes, anxiety, attention deficit disorder, osteoarthritis, bleeding intermenstrual and anemic. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced dysuria ("dysuria"). On (B)(6) 2012, the patient experienced nausea ("nausea"), anxiety ("anxiety"), depression ("depression") and urinary incontinence ("urinary leakage"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding.") And menstruation irregular ("irregular menses"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with metformin, medroxyprogesterone acetate (provera), cefazolin, sertraline (zoloft), clonazepam (klonopin), surgery (underwent partial hysterectomy) and surgery (underwent partial hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving, the premature delivery, pregnancy with contraceptive device, menstrual disorder, nausea, vaginal discharge, dysuria, menstruation irregular, anxiety, depression and urinary incontinence outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, dysuria, menorrhagia, menstrual disorder, menstruation irregular, nausea, pelvic pain, pregnancy with contraceptive device, premature delivery, urinary incontinence, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: able to place one implant due to previous unilateral salpingectomy. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in 2009: positive . Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: nausea, dysuria, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-oct-2018: ppc updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain / pelvic pain") and pregnancy with contraceptive device ("pregnancy/ pregnancy (no complications)") in a 33-year-old female patient who had essure (batch no. 627751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included cough, urinary incontinence, headache, blurry vision, uterine bleeding, prolapse vaginal, uterine fibroid, dysfunctional uterine bleeding, cystocele, rectocele, uterine prolapse, uterine enlargement, urethral prolapse and uterovaginal prolapse. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 8 months 20 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding."), dysuria ("dysuria") and menstruation irregular ("irregular menses"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with metformin, medroxyprogesterone acetate (provera), cefazolin, sertraline (zoloft), clonazepam (klonopin) and surgery (underwent partial hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, nausea, vaginal discharge, menorrhagia, dysuria and menstruation irregular outcome was unknown. The pregnancy outcome was not reported. The reporter considered dysuria, menorrhagia, menstrual disorder, menstruation irregular, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: nausea, dysuria, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event added: abnormal bleeding (vaginal, menorrhagia), nausea, vaginal discharge, dysuria, irregular menses. Concomitant conditions were added. Lot no was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain / pelvic pain') and premature delivery ('premature delivery') in a 33-year-old female patient who had essure (batch no. 627751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included c-section in 2008, ovarian cystectomy (right) in 2008, appendectomy in 2007, multigravida and parity 4 (B)(6) 1994, (B)(6) 1998, (B)(6) 2008, (B)(6) 2010). Concurrent conditions included cough, urinary incontinence, headache, blurry vision, uterine bleeding, prolapse vaginal, uterine prolapse, dysfunctional uterine bleeding, cystocele, rectocele, uterine prolapse, uterine enlargement, urethral prolapse, uterovaginal prolapse, gestational diabetes, anxiety, attention deficit disorder, osteoarthritis, bleeding intermenstrual and anemic. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). On (B)(6)2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy/ pregnancy (no complications)"). On (B)(6) 2012, the patient experienced dysuria ("dysuria"). On (B)(6) 2012, the patient experienced nausea ("nausea"), anxiety ("anxiety"), depression ("depression") and urinary incontinence ("urinary leakage"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding.") And menstruation irregular ("irregular menses"). The patient was treated with cefazolin, clonazepam (klonopin), medroxyprogesterone acetate (provera), metformin, sertraline hydrochloride (zoloft) and surgery (underwent partial hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the premature delivery, pregnancy with contraceptive device, menstrual disorder, nausea, vaginal discharge, dysuria, menstruation irregular, anxiety, depression and urinary incontinence outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, dysuria, menorrhagia, menstrual disorder, menstruation irregular, nausea, pelvic pain, pregnancy with contraceptive device, premature delivery, urinary incontinence, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: able to place one implant due to previous unilateral salpingectomy. She did not allege that essure caused birth defects. Removal surgery(hysterectomy- uterus+cervix) on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in 2009: results: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the previously reported event- pelvic pain female were updated, product indication were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and menstrual disorder ("menstrual bleeding."). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent partial hysterectomy). At the time of the report, the pelvic pain, pregnancy with contraceptive device and menstrual disorder outcome was unknown. The pregnancy outcome was not reported. The reporter considered menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.